Event description:
The user alleged that while using the system there was a registration issue. The user reported that they were unable to get an acceptable registration value. The site suspected that a component of the superdimension system, the pt sensor triplet, was faulty. Unfortunately, the site could not locate the back-up pt sensor triplet so the case could not be completed. The pt was under general anesthesia. There was no harm or injury to the pt.